Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed self-test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. No motor error alarms noted during testing. Motor was tested outside the device and passed. Unit communicated properly with glucose sensor test. Sensor was set to alarm low blood glucose. Low alert functioning properly. No sensor anomaly noted during testing. Unit was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, broken battery tube threads and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 41 mg/dl. The customer reported reoccurring low blood glucose levels without alarm. The customer had no symptoms. The customer did not treat for the low blood glucose level. The current blood glucose level was 112 mg/dl. During troubleshooting found the insulin pump was exposed to magnetic field and time and date changed the insulin pump will be returned for analysis.